Event description:
It was reported the patient¿s ipg was reaching end of life. A manufacturer representative confirmed the issue and the ipg deemed low battery. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was reaching end of life. A manufacturer representative confirmed the issue and the ipg deemed low battery. Surgical intervention occurred on (B)(6) 2023 where the ipg was explanted and replace. Therapy was restored post-procedure.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A system displaying ¿low battery warning¿ message was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.